Event description:
The customer reported the footswitch was working intermittently. The surgeon was able to complete the case as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The footswitch and cable were replaced. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).